Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant. The patient was in stable condition prior to procedure transesophageal echocardiogram (tee) showed that the "entire procedure was suboptimal." The device was deployed with a single deployment; close criteria was met and confirmed by physician. The amulet was implanted and the patient awoke and recovered from anesthesia. However, approximately 13 hours post-implant procedure and while still in the hospital, the patient went into pulseless electrical activity (pea). The patient was resuscitated successfully and transferred to the intensive care unit (ICU). Limited echo was performed, which showed the amulet in place and no effusion was present. Shortly after echo and the limited echo, the patient coded again and passed on (B)(6) 2025. The physician did not attribute the patient's passing to the device; it is "likely related" to procedure and/or patient comorbidities.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue delivery system. The patient was in stable condition prior to procedure transesophageal echocardiogram (tee) showed that the "entire procedure was suboptimal." The device was deployed with a single deployment; close criteria was met and confirmed by physician. The amulet was implanted and the patient awoke and recovered from anesthesia. However, approximately 13 hours post-implant procedure and while still in the hospital, the patient went into pulseless electrical activity (pea). The patient was resuscitated successfully and transferred to the intensive care unit (ICU). Limited echo was performed, which showed the amulet in place and no effusion was present. Shortly after echo and the limited echo, the patient coded again and passed on (B)(6) 2025. The physician did not attribute the patient's passing to the device; it is "likely related" to procedure and/or patient comorbidities; patient comorbidities include copd, heart failure, cancer, coronary disease, and respiratory failure. The cause of passing was reported as unknown.

Manufacturer narrative:
An event of patient effects of cardiac arrest and death was reported. A medical review was completed and it concludes the cardiac arrest most likely is due to underling patient comorbidities or by an undiagnosed internal bleeding resulting in hypovolemia and hemodynamic instability. However, the exact cause of death remains unknown. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported cardiac arrest and death could not be confirmed. An unexpected medical intervention was a result of case specific circumstances, as the patient had underwent CPR/resuscitation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.